Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Polyethylene insert and femoral component revised. Surgeon reported loosening and squeaking

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral was reported. The event was confirmed through medical review. Device evaluation and results: material analysis was not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records, CT scans and x-rays by a clinical consultant indicated: revision of cementless triathlon cr femur with tibial bearing some 8-years post implantation due to loosening and squeaking in a (B)(6) year old female patient with unknown height and weight. Baseplate and patella device were retained. The x-rays confirm implantation of a cementless triathlon cr femur in adequate size and position. Radiolucent lines are seen along anterior and posterior flanges while the distal flanges show loss of bone mineral density along the femoral device interface. A cement plug has been used to close the intramedullary canal after use for intramedullary alignment. Generalise osteoporosis of the skeleton. The baseplate has been cemented in place and also shows a radiolucent line between cement and bone along the anterior interface with further limited cementation around the keel of the baseplate. Otherwise adequate size and position of baseplate. There is very limited clinical information about the conditions surrounding the failure but more in general, revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee with the latter not evident in this patient and the principal failure mode determined by the use of a cr type femoral component in a knee with dysfunctional pcl, required for proper functionality of a cr type of knee. Device-related factors have no place in such instability scenario¿s and can be excluded from the current failure scenario as also supported by the mar findings. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects in relationship with knee anatomy and ligamentous structures all play the decisive role in this aspect and not the specific device properties as related to manufacturing or materials composition. From the further patient-related perspective, there is little specific information. Weight and height of the patient were not provided. Excessive weight is however not normally a root cause for device failure although it may increase the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case although at an age of (B)(6) -years, excessive patient activity would be rare. The changes as visible on the explanted bearing and femoral component are typical for overload from an external cause to the bearing consistent with the failure mode as described. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that the use of a cr femoral component in a pcl deficient knee has contributed to instability allowing more rollback than normal during knee flexion of the femoral component past the posterior border of the bearing. This overload condition caused poly damage near the postero-medial border of the bearing. The associated overload condition caused femoral device loosening and partial tibial interface deterioration. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Polyethylene insert and femoral component revised. Surgeon reported loosening and squeaking.